Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior c4/c5 disc replacement, an anterior c5/c6 disc replacement, and acdf at c6-c7 and c7-t1 using rhbmp-2/acs. Four days post-op, the patient developed extreme swelling of neck, problems breathing and swallowing, and her voice worsened. The patient's voice was gone 3 weeks post op. Surgeon treated with high doses of cortisone. CT scan and 2 larynscopes showed right vocal chord paralysis. The paralyzed chord was treated with "filler injections into chords to bulk paralyzed chord." Six months post op the patient's symptoms down left arm increased, radiculopathy numbness worsened, loss of strength more than 50%. A CT shows re-stenosis moderate on c7-t1. The surgeon suspects overgrowth of bone, impinging c-8 nerve root, and recommended posterior foraminotomy to alleviate.

Event description:
On (B)(6) 2012 the patient presented with numbness primarily affecting the left fifth digit and some numbness in forearm, along the ulnar aspect. There was mild weakness of the left hand. The patient underwent an electrodiagnostic study which demonstrated left c8 radiculopathy. On (B)(6) 2012 the patient presented with reoccurring pain in the back, buttocks, and legs. The patient also presented worsening neck pain and severe left upper extremity pain and numbness with loss of strength. MRI and CT scans demonstrated four level disc disease c4-5, c5-c6 herniations and positive discograms c6-7 showed a large osteophytic spur left and c7-t1 spur left. On (B)(6) 2012 the patient presented for pre-op testing. The patient was cleared for surgery. On (B)(6) 2012 the patient presented with left upper extremity pain and numbness, neck pain and loss of strength in the left hand. On (B)(6) 2012 in a doctor's encounter it mentions the patient had "swelling from bmp". On (B)(6) 2012 the patient presented with worsening voice and swelling with right sided voice cord paralysis. The patient reported that their symptoms had become complicated due to an allergic reaction to the bmp implant used in a previous surgery and that since that surgery their voice had been significantly hoarse and that they had been diagnosed with right vocal cord analysis. On (B)(6) 2012 the patient reported their left hand grip was crampy. On (B)(6) 2013 the patient reportedly underwent an independent medical examination. In a 19 march 2013 letter addendum to a medical examination on (B)(6) 2013 it reports that the patient is symptomatic from c8 radiculopathy. It was stated that a CT scan had shown foraminal stenosis at c6-7 as well as c7-t1. It also stated that the patient had c8 weakness of grip strength and sensory loss at c7 bilateral and c8 left.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2012 cervical MRI sagittal t2 views show advanced disc disease with collapse at c5/6 and c6/7. These appear to show some cord compression and there is a hind of cord signal change behind c6/7. Edema is seen within c5 and c6. Axial views show the worst stenosis on the right at c5/6. No cord signal changes are appreciated on axial images. (B)(6) 2012 inter-operative ap cervical fluoroscopy shows preoperative cervical spine. Quality is poor and no pathology is delineated. (B)(6) 2012 ap/ lateral cervical x-rays verify prestige st at c5/6 and a possible bryan at c4/5. Cervical plate is well positioned below at c6 to t1. (B)(6) 2013 thoracic CT studies extend from the base of he skull through the thoracolumbar junction. Construct is verified to be tdrs at c4/5 and c5/6 with acdf using cornerstone at c6/7 and c7/t1. The design of the plate and tdrs is not clear from the CT due to artifact. Position appears satisfactory. Abundant anterior osteophytes are apparent from t6 to t10 with ankylosis. Cervical CT intervening surgery has been performed including acdf surgery with cornerstone at c7/t1 and c6/7. Also tdr appear at c5 and c4. Cervical sagittal curve is well maintained. (B)(6) 2014 cervical MRI all studies are grossly hampered by metal artifact and signal void. Instrumentation and surrounding anatomy is completely hidden.

Event description:
On (B)(6) 2004 underwent various labs. On an unknown date of 2005, the patient presented with the history of low thoracic pain and underwent MRI of the thoracic spine. Impression: spondylitic changes of the mid and lower thoracic spine with broad-based left-sided disc protrusions at t4-5 and t5-6. These protruding discs do not appear to result in significant canal or foraminal compromise. 2. Normal appearance of the thoracic spinal cord. On an unknown date of 2005, the patient presented with the history of low back pain, right leg radiculopathy and underwent MRI of the thoracic spine. Impression: 1. Small central disc protrusion at l4-5 with indents the thecal sac but does not result in significant canal stenosis or definite nerve root impingement. 2. Mild facet degenerative changes at l4-5 bilaterally and on the right at ls-s1. There appears to be probable partial sacralization of the ls-s1 intervertebral disc. On (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2007, (B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007,(B)(6) 2007, the patient complained of soreness in the upper back, mid back, and neck. The patient suffered from subluxation. The patient also presented right leg shortness. The patients underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2007 the patient presented with discomfort headaches of mid back neck. The patient suffered from subluxation of c1, c2 c3 segments. The patient also presented right leg shortness. The patient underwent therapeutic exercises. On (B)(6) 2007 the patient presented with headaches and upper and lower back pain. The patient suffered from subluxation of right sacroiliac joint t1 segments to the right l5 segments to the left. The patient also presented right leg shortness. The patient underwent therapeutic exercises. On (B)(6) 2008 patient presented for follow up with complaints of discomfort of the neck, lower back and right hip. The patient suffered from subluxation of right sacroiliac joint c1, c2 segments; l4 and l5 segments. The patient also presented right leg shortness. The patient underwent therapeutic treatment. On (B)(6) 2008 the patient complained of tightness and decreased flexibility and motion of the neck. The patient suffered from sublu xation of c1, c2 segments; pelvic area. The patient also presented right leg shortness. The patient underwent therapeutic treatment. On (B)(6) 2008 and (B)(6) 2008 the patient complained of discomfort and headaches and tightness of the neck. The patient suffered from subluxation. The patient underwent therapeutic treatment. On (B)(6) 2008 the patient presented with discomfort and tightness of the neck, low back, and right hip. The patient suffered from s ubluxation. The patient underwent therapeutic treatment. On (B)(6) 2008, (B)(6) 2008 the patient presented with discomfort and tightness of the neck, low back, and right hip. The patient underwent therapeutic treatment. On (B)(6) 2008 the patient presented with soreness of the tightness neck and lower back. The patient suffered from subluxation. The patient also presented right leg shortness. The patients underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009: the patient complained of discomfort, headaches, pain of upper back, neck and left hip , the doctor's assessment was that the patient suffers from subluxation of the cervical spine and the condition was worse due to an acute flare-up. On (B)(6) 2008 patient presented with neck pain. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with discomfort of mid back and neck. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with discomfort of tightness, upper back and neck. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with pain and stiffness of mid back, lower back, left hip and right hip. The patient suffered from subluxation. The patient also presented right leg shortness. The patien underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with pain and spasm of mid back and left hip. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with headaches and pain of mid back and left hip. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2008 patient presented with tightness, mid back and lower back. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2009 patient presented with headaches and pain of mid back, neck, lower back and right hip. The patient suffered from subluxation. The patient also presented right leg shortness. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2009 patient presented with headaches and discomfort of neck. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2009 patient presented with pain and soreness of neck. The patient suffered from subluxation. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009: the patient complained of tightness, discomfort, headaches, pain of upper back, neck and left hip. The patient suffered from subluxation. The patient also presented right leg shortness. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2009 the patient presented with complaints of pain and spasm of the upper back and neck. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 the patient presented for follow-up with primary complaint of discomfort of the tightness and neck. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 the patient presented for follow-up with complaints of pain, discomfort and tingling of the neck radiating to the right shoulder (B)(6) 2012 the patient presented with left c8 radiculopathy, decreased abduction, and flexion strength of her fifth digit. The patient complained of cervical pain. MRI of the cervical spine showed spondylosis at c5-6-7 with moderate spinal stenosis and effacement of the csf space. The patient also has foraminal stenosis at the left c7-t1. On (B)(6) 2012 the patient presented with worsening neck pain and left upper extremity pain. The patient reported hand weakness and frequently dropping things. Medications: mobic. Doctor's assessment was parasthesias and weakness with radiographic evidence of multilevel cervical degenerative disc disease primarily at c5-6 and c6-7 and a bit less so at c4-5. (B)(6) 2012 the patient presented for follow-up with a diagnosis of right vocal chord paralysis. The doctor's treatment was laryngescope again and injections of radiesse into chords to bulk right chord to bring to midline to create voice. On an unknown date of (B)(6) 2013 the patient presented with history of neck pain, left arm pain and underwent MRI of the cervical spine. Impressions: 1. Postsurgical changes from artificial disc replacement and anterior spinal fusion, involving the c4-t1 levels. The exam is markedly limited secondary to susceptibility artifact. Left c6-7 neuro foraminal narrowing, approximately moderate, likely secondary to uncovertebral hypertrophy/osteophyte. 2. No cord signal abnormality, abnormal intrathecal enhancement, or marrow signal abnormality within the evaluable cervical region. 3. Thyroid nodules, measuring up to 1 cm in the left thyroid lobe. Thyroid ultrasound could be considered for further evaluation. On (B)(6) 2013 the patient underwent various labs. The patient presented for initial evaluation of neck and arm pain. The patient complained of neck and arm pain. Diagnoses: cervical spondylosis, cervical - ddd painful, cervical -post laminectomy syndrome, cervical- stenosis spinal, arthrodesis- status, cervical- facet syndrome, cerv disc dis w myelopat, cervical sprain/strain, cervical hnp w/o myelopathy. Patient underwent CT which revealed two-level cervical disc replacement c4 to c6. It appears stable. There is fusion hardware across c6 to ct7. This appears rigidly fused. There is no evidence of hardware failure or loosening. However, there appears to be mild to moderate residual foraminal narrowing, specifically on the left at the lower levels, correlating with physical exam findings. The doctor performed a posterior foraminatomy to drill ectopic bone growth from l-c6-c7 & l c7-t1. Nerves were impinged and damaged by new bone growth from infuse. The doctor removed the back of disc and drilled out as much ectopic bone as he could from back to open nerve root. There was still a tremendous amount of bone in front, which he was unable to get because of the posterior approach. The doctor suggested that additional surgeries may be needed to remove, if pain down left arm and numbness does not get better on (B)(6) 2013 per billing records, the patient underwent a mammogram and cancer screen. Impressions: no evidence of malignancy on (B)(6) 2013 the patient presented with left shoulder pain and left upper extremity pain and parathesis. Also she had persistent numbness in the ulnar side of the left forearm and hand. X-rays of the left shoulder showed no fracture, normal alignment and no significant degeneration. The patient underwent CT of cervical spine without contrast, which demonstrated 1. Satisfactory solid appearance of fusion at c6-c7 and c7-t1 with left-sided pressure decompressions. 2. Artificial displacement at c4-c5. 3. There has been anterior fusion with metal construct at c5-c6, metallic artifact this level obscures detail visualization . The patient presented with a pre-op diagnosis of thoracic outlet syndrome, myalgia and myositis unspecified. The patient underwent 1. Left anterior scalene muscle block injection, 2. Left trapezius muscle trigger point injection and ultrasound guidance procedures. On (B)(6) 2014: the patient presented with pre-operative diagnoses of thoracic outlet syndrome, cervical dystonia. The patient underwent an epidural injection due to neck, arm numbness and pain. No patient complications were noted. The patient also underwent left anterior scalene, posterior scalene, subclavius, pec minor, trapezius, semispinalis capitus muscle block injection, left chemodenervation cervical spine, left chemodenervation trunk muscles, botulinum toxin injection with 200 units and ultrasound guidance procedures. On (B)(6) 2014 the patient presented for out patient consultation, impression: brachial plexus lesion post traumatic versus possible thoracic outlet syndrome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015: patient presented for an office visit. Patient presented with p/c: continuous flu symptoms, uri symptoms. Patient complained of sinus congestion, sore throat and dry non-productive cough. Diagnosis: upper respiratory infection; herpes stomatitis. On (B)(6) 2015: the patient presented with neck pain which got worse with sitting however it did fluctuate with different activities. She got some relief with walking. The patient reported that she has tried multiple modalities if treatment in addition to the surgery including epidural injections, physical therapy, acupuncture, massage, anti-inflammatory medications and chiropractic treatment. CT myelogram of the cervical spine was reviewed. There is significant metal artifact, she had evidence of a prior laminal foraminotomy at c 6-7 and c7-t1 on the left. There is some mild uncovertebral joint spurring on the left with mild residual foraminal stenosis at c7-t1. There appears to be a solid arthrodesis at the c6-7 and c7-t1 levels. Metal artifact prevents formal evaluation of the upper cervical levels. Emg performed on (B)(6) 2015 identified at a chronic left cu-ti radiculopathy without evidence of brachia plexopathy. MRI of the brachium plexus identified some kinking of the ca nerve root at the level of the scalene muscles. On (B)(6) 2015: the patient presented with neck pain, pain in shoulder, left arm/hand pain, burning, tingling. The patient was diagnosed for cervical sprain/stain, brachial neuralgia, cervical disc syndrome, cervical segmental dysf., thoracic sprain/stain, thoracic segmental dysf., thoracic muscle spasm.

Event description:
It was reported that on (B)(6) 2012: the patient sustained an injury from a go-kart accident. On (B)(6) 2012: the patient presented for CT of the cervical spine without contrast. Impression: c4-5, there is a trace broad based disc osteophyte complex. The central spinal canal is patent. The neural foramina are patent. The contrast in the disc space appears to extend to the outer third of the annulus and representing more than 30 degrees consistent with a grade 4 tear on the modified dallas discogram scale.; c5-6, there is mild to moderate disc height loss with a 1-2 mm disc osteophyte complex. The spinal canal is mildly stenotic to 10mm. Uncovertebral joint hypertrophy renders moderate to severe right neural foraminal stenosis and mild to moderate left neural foraminal stenosis. The contrast is seen extending to the outer annulus and likely extending greater than 30 degrees on the circumference of the disc consistent with a grade 4 tear of dallas discogram.; c6-7, there is a 1-2 mm disc osteophyte complex. The spinal canal is mildly stenotic at 9mm. There is moderate to severe bilateral neural foraminal stenosis secondary to uncovertebral joint hypertrophy. The contrast likely extends to the middle third of the annulus proximally extending to the outer third consistent with a grade 2 or grade 3 tear. The patient also underwent a discogram. Summary: c5-6 and c6-7 were clearly positive. C4-5 had initial sharp discomfort, but not as high as c5-6 and quickly diminished. C7-t1 was determined to be negative based on pain intensity. On (B)(6) 2012 : the patient presented with progressive hoarseness and swelling in the neck. The patient reported weakness and numbness . Diagnoses: laryngitis; tracheitis; hoarseness; vocal fold paresis. The patient underwent a CT of the neck. Impression: findings consistent with right vocal cord paralysis which was not present on the previous study; post spinal fusion with metallic hardware over the anterior cervical vertebral bodies from c4-c7; no evidence of lymphadenopathy; prominence of the soft tissues at the tongue base; no evidence of supraclavicular mass. The patient also underwent a laryngoscopy due to odynophagia. No complications noted. Diagnosis: laryngitis. On (B)(6) 2012: the patient underwent a CT of the cervical spine without contrast due to left hand numbness and status post artificial disc replacement and status post anterior cervical discectomy and fusion procedure. Impression: stats post artificial disc replacement at c4-5 and c5-6; status post anterior cervical discectomy and fusion procedure at c6-7 and c7-t1; central stenosis of mild degree at c3-4, c5-6, and c6-7; right neural foraminal stenosis of mild to moderate degree at c5-6 and c6-7; left neural foraminal stenosis of mild to moderate degree at c6-7. On (B)(6) 2013: the patient underwent a cervical spine discectomy and posterior foraminotomy. On (B)(6) 2013: the patient presented with pain in the left side of the neck with radiating pain and tingling down left shoulder into left hand, weakness in the left shoulder and left hand, trouble with gripping due to cramping in hand, and headaches. On (B)(6) 2013: the patient presented for CT of the cervical spine without contrast. Impression: there is a fracture of the junction between the left transverse process and pedicle of the t1 vertebral body. The fracture is subacute at the time of the imaging study with callous formation. There is no displacement of the fracture; the patient has had left sided foraminotomies at c6-7 and c7-t1. There is left sided intraforaminal uncovertebral osteophyte formation. On (B)(6) 2013: the patient presented with pain, paresthesia, pulselessness and numbness on the left hand. The pain is located in the head, the neck, the shoulder, the arm, and fingers. Examination found paleness on left hand compared to right. Impression: the symptoms and physical examination findings are compatible with thoracic outlet syndrome.

Event description:
Per medical records it was reported that on (B)(6) 2012 patient met with injury. Patient presented for office visit. In (B)(6) 2013 patient underwent CT of cervical spine. On (B)(6) 2014: . Patient underwent MRI brachial plexus with neurography. Findings: there does appear to be some increased caliber in t2 hyper intensity in left c8 nerve root from the level of the medical scalene extending through left lower trunk and anterior division. There may be some kinking at the left lateral scalene border. On (B)(6) 2014 patient presented for office visit. 09/19/2014 patient underwent following assessment: thoracic outlet syndrome, left sided; cervical radiculopathy left c8/t1; post laminectomy syndrome cervical spine. On (B)(6) 2014 patient MRI shows a brachial plexus nerve impingement in her spine that cannot be helped with injections. Impressions: this non contrast MRI of the left shoulder with flat saturation demonstrates apparent mild t2 hyperntensity and mildly increased caliber of the left c8 cervical nerve extended from the level of the medial scalene border extended through the left lower trunk and anterior division. Mild focal kinking and angulation of the left c8 nerve is suggested at the left lateral scalene border, raising the possibility of impingement at this location the cross-sectional contour the left anterior scalene muscle somewhat larger than the right, but no muscle edema is seen. On (B)(6) 2015 patient presented for office visit. On (B)(6) 2015 patient presented for office visit. On (B)(6) 2015 patient presented for office visit with chronic neck pain. She has continued to suffer from persistent paresthesia involving the left upper extremity before and following that operation. Imaging studies of the cervical spine are reviewed including CT myelogram. This demonstrates solid arthrodesis from c5-c7. There is evidence of prior foraminotomies on the left at c5-6 and c6-7. There appears to be no residual significant dorsal compression of the nerve root however, at c6-7 on the left there are hypertrophic uncovertebral joints which provide contact and pressure on the exiting nerve root still. There is evidence of dye flow through the foramen although it is partially narrowed. MRI of the cervical spine is also reviewed which demonstrates some scatter secondary to hardware in place. However there appears to be some residual impingement within the c6-7 foramen from hypertrophied uncovertebral joints. Prior foraminotomies evident again with no dorsal compression on the nerve root. On (B)(6) 2015, patient presented for office visit due to neck pain. Pain radiates to the left upper arm, left elbow, left forearm, left interscapular, left wrist and left hand. The patient describes the pain as gnawing, sharp, shooting and tension. Aggravating factors include night pain, overhead reaching and daily activity. Patient had numbness and weakness in left hand.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2001, the patient underwent a mammogram. On (B)(6) 2002, the patient presented with right hip pain. The patient reported that they stopped taking crestor as they were having worsening back pain when on it. On (B)(4) 2002, the patient presented for a gynecological exam. A cytological report showed epithelial cell abnormalities of undetermined significance. On (B)(6) 2003, the patient presented for pap test. The cytological report was negative for abnormalities. The patient also reported right side pelvic pain, back pain, pain with intercourse, and occasional irregular periods. The patient reported taking soma or vioxx for back pain as needed. On (B)(6) 2003, the patient presented with dull, low back problems and right lower quadrant pain onset 4 months. In the encounter noted that the patient had had an abnormal pap test; hyperlipidemia; and fibrocystic breasts. On (B)(6) 2004, the patient presented for pap test. The cytological report showed epithelial cell abnormalities of undetermined sig nificance. On (B)(6) 2004 underwent various labs. On (B)(6) 2005 the patient presented for an annual gynecological exam with new cramps post d<(>&<)>c. A cytology report with the sample collected was negative for intraepithelial lesion or malignancy. On (B)(6) 2006 the patient presented with intermittent pain and soreness. The patient suffered from subluxation of the cervical spine and thoracic spine. There was tenderness of the paradorsal muscles bilaterally. On (B)(6) 2006, the patient presented with worsened pain and soreness exacerbated with normal tasks. The patient suffered from subluxation of the cervical, thoracic, and lumbar spine as well as the right sacroiliac joint. The patient also presented with a short right leg and tenderness on palpitation to the suboccipital and paradorsal muscles bilaterally. On (B)(6) 2006, the patient complained of soreness in the upper back, mid back, and neck. On (B)(6) 2006, (B)(6) 2007, the patient complained of soreness in the upper back, mid back, and neck. The patient suffered from subluxation. The patient also presented right leg shortness. The patients underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On (B)(6) 2006, the patient presented with left abdomen and mid upper back pain dysplastic nevi. The patient had a history of these. Punch biopsies were obtained to rule out cutaneous malignancy. Of the tissue pathology one showed features of clark's nevus. It was recommended that a complete re-excision should occur. On (B)(6) 2006, the patient presented with right flank pain onset three weeks prior. On (B)(6) 2006, the patient presented for an excision of a lesion on the left posterior calf. On (B)(6) 2006 a pathology was conducted on a sample labeled "left posterior calf" and showed sub-epithelial fibrosis and chronic inflammatory cell inflammation and, no residual nereus. All resected margins were negative. On (B)(6) 2006, the patient presented for a pap which was negative for intraepithelial lesion or malignancy. On (B)(6) 2007, the patient presented with pain and soreness in the mid or upper back and neck and headaches. The patient suffered from subluxation. The patient also presented right leg shortness. The patients underwent one or more of the following: mechanical manipulation, massage, traction, and/or exercises. On 07 <(>&<)> (B)(6) 2007 the patient presented with moderate constant pain and soreness in the upper back and mid back. It was indicated that there was subluxation of the cervical spine, thoracic spine, sacroiliac joint, c2 and c6 segments, t5, t11, and t12. On (B)(6) 2007 the patient presented with moderate pain of the mid and lower back radiating to the right hip which was reported as occurring frequently. On (B)(6) 2007 the patient presented with headaches and upper and lower back pain. Between (B)(6) 2007 and (B)(6) 2008 the patient presented to the chiropractor with pain and discomfort of the mid back, lower back, and right hip (usually right but sometimes left ) and occasional headaches. The patient underwent one or more of the following: mechanical manipulation, massage, traction, and exercises. On (B)(6) 2008 the patient complained of tightness and decreased flexibility and motion of the neck. On (B)(6) 2008 the patient complained of discomfort and headaches and tightness of the neck. On (B)(6) 2008 the patient presented with discomfort and tightness of the neck, low back, and right hip. On (B)(6) 2009 the patient presented for a full body skin exam and acne discussion. Assessment: neoplasm of uncertain behavior, acne vulgans, lentigines, and hemangiomas. Shave biopsies were attained from right plantar foot, right ankle, and left upper back. Patient was started on duac gel for acne vulgans. On (B)(6) 2009 pathology was conducted on samples received from (B)(6) 2009 excisions. Results - plantar foot: junctional acral nevus; right ankle: lentigo simplex; left upper back: junctional nevus. On (B)(6) 2009, per billing records, the patient presented with a lump in breast. On (B)(6) 2009 the patient presented with underwent a mammogram. Results: benign . On (B)(6) 2009 the patient presented with a swollen and painful area on the left plantar foot (onset one month past). Diagnosis: neoplasm of unspecified behavior. A shave biopsy was conducted on one lesion. On (B)(6) 2009 a pathology was conducted on the left plantar foot lesion excised (B)(6) 2009. Results: verruca vulgaris. Between (B)(6)2009 and (B)(6) 2012 the patient presented, up to four times a month, to the chiropractor/physical therapy with neck soreness, and pain; occasional headaches and occasional spasms in upper back and neck. On (B)(6) 2009 the patient presented with cervicalgia, chest pain in sternum and left side, shortness of breath, and coughing. The patient underwent a chest CT with contrast which showed no clear evidence of mass or inflammation; there was a small round glass like nodules in the right middle lobe near the right minor fissure histologically indeterminate but very likely of no significance. On (B)(6) 2010 the patient presented with a wart. Assessment: xerosis and verruca vulgan. A biospey was conducted. On (B)(6) 2010 the patient presented for a full body skin exam with lesions on abdomen and shoulder. Assessment: neoplasm of uncertain behavior, actinic keratosis, and seborrheic keratosis. Biopsies were conducted on various lesions. On (B)(6) 2010 pathology was conducted. Results - shoulder: keloid with mild chronic inflammation; back compound dysplatic nervus with mild atypia extending to the deep margin; abdomen: compound nervus; thigh: compound nervus. Between 2012 through 2013 the patient presented with persistent neck pain and stiffness with radicular symptoms. The patient participated in physical therapy that include but was not limited to electric stimulation therapy. It was reported that on (B)(6)-2012: the patient sustained an injury from a go car accident. On (B)(6) 2012 the patient presented with neck pain and mid back pain with radiculopathy. The patient underwent a thoracic MRI that demonstrated degenerative changes of the thoracic spine with no disc protrusion or extrusion, spinal stenosis or neural foraminal narrowing at any of the thoracic levels. It was noted that the patient had left thyroid lobes lesions. A thyroid ultrasound was recommended. A MRI of the cervical spine was conducted which showed the incidentally noted left thyroid lesion; c7-t1 showed severe left neural foraminal narrowing; c6-7 moderate spinal stenosis and osteophyte complex greatest at the ap diameter in the left neural foraminal area and measuring a max of 3mm. There was severe to moderate left neural foraminal narrowing; c5-6 <(>&<)> c4-5 moderate disc desiccation and moderate degeneration of endplate. There was a 2 mm disc osteophyte at both levels indenting the anterior cord with moderate spinal stenosis. On (B)(6) 2012 the patient underwent imaging which confirmed severe left neural foraminal narrowing at c7-t1. On (B)(6) 2012 the patient reportedly underwent a thyroid ultrasound which demonstrated bilateral cystic lesions. There was 1.1 cm lesion in the right thyroid lobe that was heterogeneous in appearance. On (B)(6) 2012 the patient presented with chronic neck pain radiating into the left arm all the way down to the pinky and 4th finger. The patient also reported weakness in the left grip and occasional cubital-tunnel pain. Assessment: unclear whether weakness is a result of ulnar neuropathy or dick herniation. On (B)(6) 2012 the patient presented with cervical radiculitis and cervical stenosis. The patient underwent a left c7-t1 selective nerve block. No patient complications were noted. On (B)(6) 2012 the patient presented with chronic continuous neck pain radiating into the left arm all the way down to the pinky and 4th finger with numbness in the 4 and 5 fingers. The patient reported pins and needles sensation in the palm the patient reported the prior c7-t1 transforaminal epidural block had reduced electrical shock symptoms by at least 50% on (B)(6) 2012 the patient presented with pain radiating down the left arm and underwent a cervical spine MRI which demonstrated borderline development stenosis with a 21 mm canal at c4; advanced diskogenic disease c5-6-7 with small protrusions/ osteophytes mildly compressing the cord. A small protrusion was also present at c4-5 without cord compromise; and multiple neural foraminal stenosis, notably bilaterally at c5-6 and c6-7 and on the left at c7-t1. On (B)(6) 2012 the patient presented with worsening neck pain and left upper extremity pain. The patient reported hand weakness and frequently dropping things. Medications: mobic. On (B)(6) 2012, per billing records, the patient underwent a tenotomy and neuroplasty. On (B)(6) 2013 the patient presented with thyroid nodules. Per the encounter notes, MRI imaging for cervical stenosis had also shown a thyroid mass. On (B)(6) 2013 the patient underwent a screening and diagnostic mammogram. Findings: benign. On (B)(6) 2012, per billing records, the patent presented for a mammogram. On (B)(6) 2012 the patient underwent a screening and diagnostic mammogram. Findings: benign. On (B)(6) 2012 the patient underwent a thyroid ultrasound which showed a right lobe cystic lesion. On (B)(6) 2012 the patient reported an approx. 50% improvement of symptoms. Per the encounter notes the patient had previously undergone a discogram CT scan which had shown positive concordant severe pain at c5-6 and c6-7; severely degenerative eroded disc at c6-7 and moderately so at c5-6. There was indeterminate disk pain at c4-5 but not exactly concordant. It was not a normal nucleogram with some black dye back in the posterior annular but not a lot of compression at c4-5, on (B)(6) 2012 the patient presented for a pre-op evaluation. The patient had cervical spine stenosis and radiculopathy originating from a mva 10-15 years prior. In january the patient was involved in a go kart accident after which they developed cervical radiculopathy refractory to medical intervention. The patient underwent an EKG which was normal. No medical compilations that would undermine the surgery were reported. The patient underwent various labs which revealed as lightly low platelet count. On (B)(6) 2012 the patient presented with hoarseness, neck mass, vocal fold paralysis, and dysphagia. The patient underwent a laryngoscopy which demonstrated: deviated septum, turbinates hypertrophied, no masses, no polyps, no lesions, or ulcerations, retroflexed epiglottis, artytenoids, and at the larynx the right vocal cord was paralyzed in the midline position. The left cord was normally mobile and approximated to the right cord. On (B)(6) 2012, per billing records, the patient presented with cervical and upper limb radiculitis, anterior arthrodesis, and cervical disc herniation. On (B)(6) 2012, the patient presented with thyroid nodules and underwent an ultrasound guided thyroid nodule fine needle aspiration (bilateral). On (B)(6) 2012 the patient presented for a post op bilateral thyroid biopsy f/u. From (B)(6) 2012 through may 2013, the patient participated in physical therapy, usually 2 x a week. On (B)(6) 2012 the patient presented with neck pain radiating into the hand with a burning sensation c7-t1; left hand cramping throughout the day, tingling down left shoulder into the left hand, burning c6-t1; weakness in bilateral shoulders; trouble gripping due to cramping in hand; difficulty sleeping and participating in daily activities. The patient reported using a splint at night. On (B)(6) 2012 the patient presented with increased left hand spasms. On 10 <(>&<)> (B)(6) 2012 the patient presented with persistent intermittent burning sensation at the base of the neck. On (B)(6) 2012 the patient presented with increased soreness and stiffness. In (B)(6) 2013 the patient presented with pain and difficulty with sleeping and daily activities secondary to pain. On (B)(6) 2013 the patient presented to physical therapy with increased soreness and stiffness with the lapse in treatment. On (B)(6) 2013 the patient underwent various labs. On (B)(6) 2013 the patient presented with cervical and lumbar pain. Diagnosis: degeneration of cervical intervertebral disc; degeneration of thoracic intervertebral disc; and sprains and strain of the neck and lumbar back. The patient reported constant 4/ 5 digit numbness. On (B)(6) 2013 the patient presented with pain and stiffness in the neck with intermittent tingling and weakness in the left hand. On (B)(6) 2013 the patient reported increased stiffness and pain in the left of the neck; increased constant left hand tingling; left hand weakness; constant 4 <(>&<)> 5 digit numbness, and the feeling that something was "wrong". On (B)(6) 2013, the patient presented with persistent left and right neck pain that radiated into the left shoulder. The patient had constant left hand numbness in the 4th and 5th digits and tingling throughout the left hand. There was increased cramping in the left hand at night. Increased feelings of weakness in the left hand. Limited rom. On (B)(6) 2013, per billing records, the patient presented with cervicalgia and underwent an imaging study. On (B)(6) 2013 the patient presented with chest pain (mid sternum at side), neck and arm pain. On (B)(6) 2013 the patient presented with cervicalgia and underwent a CT scan which showed post-surgical changes from artificial replacement and anterior spinal fusion involving t1 levels. The exam was markedly limited secondary to susceptibility artifact. Left c6-7 neuroforaminal narrowing, approx. Moderate, likely secondary to unconvertebral hypertrophy/osteophyte, no cord abnormality, abnormal intra-thecal enhancement, or marrow signal abnormality with the evaluable cervical regions; and thyroid nodules measuring up to 1 cm in the left thyroid lobe. On (B)(6) 2013 the patient reported that after the last epidural treatment they had several hours of relief. On (B)(6) 2013 the patient presented with chronic neck and persistent left upper extremity paresthesias in the c5-1 distribution. Surgical foraminotomies were discussed. On (B)(6) 2013 the patient reported increasing symptoms in the right side of neck. On (B)(6) 2013 the patient reported that the symptoms on the right side of the neck were becoming more pronounced. On (B)(6) 2013 the patient presented with persistent neck symptoms in the neck radiating into the interscapular region and left scapula. On (B)(6) 2013 the patient presented with chronic left upper paresthesias and neck pain. Per the encounter notes the patient had re current foraminal narrowing bilaterally across fusion site and narrowing across prior disc replacements as well. Surgery was scheduled. On (B)(6) 2013 the patient presented with increased constant radicular symptoms in the left upper extremity and constant ache in the left cervical spine/left shoulder. On (B)(6) 2013 the patient presented with hypertrophic bone formation resulting in recurrent foraminal narrowing with left upper extremity radicular complaints and the preoperative diagnosis of cervical post laminectomy syndrome, cervical ddd, heterotopic ossification of bone, cervical radiculopathy neuritis, cervical spinal stenosis, fusion exploration and , complication of cervical spine hardware. The patient underwent a surgery which consisted of a cervical foraminotomy with decompression exiting nerve root c7 and t1; central decompression spinal cord cervical spine c6, c7, and t1; and fusion exploration. No patient's complications were noted. On (B)(6) 2013, the patient presented with some left side neck pain and left upper extremity symptoms radiating into the left hand. On (B)(6) 2013, per billing records, the patient presented with cervicalgia and underwent an imaging study. On (B)(6) 2013, the patient presented neck and arm pain. The patient underwent a cervical spine MRI which showed a stable appearance to the cervical spinal canal. There was new subcutaneous fluid collection superficial to the c7 spinous process with some apparent accompanying air. The appearance suggested recent intervention in that area. Small tissue fluid collection most likely reflected a small hematoma or seroma, however a developing abscess could not be ruled out. Assessment: cervicalgia. On (B)(6) 2013, the patient presented with neck pain and left upper extremity pain and parenthesis. On (B)(6) 2012, the patient presented with continued pain and neurologic weakness in the upper extremities and neck pain. A MRI was reviewed which showed significant metal artifact. The foramen, visualized at c6-7 and c7-t1 appeared significantly more open compared to prior to surgery. On (B)(6) 2013 the patient presented with a history of dysplastic nervus. A full body skin exam was conducted which found neoplasm of uncertain behavior seborrheic keratoses. Shave biopsies were attained. On (B)(6) 2013, the patient presented with left shoulder pain, some left upper extremity discomfort, neck pain and parenthesis the patient reported persistent numbness in the ulnar side of the left forearm and hand as well as generalized achiness and some radicular pain into the arm. Shoulder x-rays showed no fracture or significant degradation. Per the encounter notes the pain and discomfort seemed more related to the neurogenic pain and radiculitis than shoulder. On (B)(6) 2913 per billing records, the patient underwent a mammogram and cancer screen. On (B)(6) 2013 pathologies on samples attained (B)(6) 2013 showed dysplastic nervus. Per billing records, on (B)(6) 2013 the patient presented with pain and participated in physical therapy. On (B)(6) 2013 the patient presented with left shoulder pain and left upper extremity pain and paratheisis. On (B)(6) 2013 the patient presented with neck, upper thoracic, quads, shoulders and right arm pain. In the encounter notes it mentions that the patient had a second spine surgery due to ectopic bone growth from bmp causing nerve pain symptoms after the first surgery. After the second surgery there was a seroma at the base of c6-7 from which the patient was still recovering. On (B)(6) 2013 the patient presented with significant paresthesias involving the left upper extremity and the status of: temporally disabled. On (B)(6) 2013 the patient presented with neck pain, mid thoracic spine pain, shoulder pain, and thoracic outlet syndrome. The patient underwent a cervical spine CT that showed a satisfactory solid appearance of fusion at c6-7 with left sided pressure decompressions; artificial displacement at c4-5; and anterior fusion with metal construct at c5-6. Metallic artifact a c5-6 obscured detailed visualization. The patient also underwent a thoracic spine CT which demonstrated loss of height with anterior osteophyte formation t6-t11. There was no compromise of the central canal. On (B)(6) 2014 the patient reportedly presented with thoracic outlet syndrome and underwent a left anterior scalenemuscle block which offered some relief from symptoms. On (B)(6) 2014 the patient presented with thoracic outlet syndrome. The patient reported pain located in the head, neck, shoulder, arm and fingers - with numbness and tingling. The patient also reported color changes and a cold sensation in the left arm, hand, and fingers; claws spasm on the left side; tenderness in the scapular area; and swelling (mostly anterior neck). The patient believed that their symptoms started getting worse 2 mo prior with weakness, clawing of hand, cramping, and a difference in blood pressure between arms. Medications: gabapentin on (B)(6) 2014, in a telephone encounter, the patient reported they had been told they had a fracture of the t1 vertebral body. Images from (B)(6) 2013 were re-reviewed by the lab which found a fracture of the junction between the left transverse process and pedicle of the t1 vertebral body. The fracture was subacute at the time of the imaging study with callous formation. There was no displacement of the fracture. The patient also had left sided foraminotomies at c6-c7 and c7-t1. There as left side intraforaminal unconvertebral osteophyte formation. On (B)(6) 2014, pre billing records, the patient underwent an epidural injection. On (B)(6) 2014 the patient presented with left ankle severe pain. The patient underwent a left ankle MRI which demonstrated ankle joint effusion and lateral taler dome edema consistent with contusion. No fracture and osteochondral lesion noted; indistinct irregular and hyperintense anterior talofibular ligament, consistent with sprain; and the ankle ligaments and tendons appeared intact.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2005 thoracic MRI moderate degenerative disc disease is seen, without cord compression or canal encroachment. Kyphosis normal. Study is otherwise normal. (B)(6) 2005 MRI lumbar alignment is normal. L4 disc is desiccated with bulge at that level. No significant stenosis on sagittal views. Small subannular protrusion of disc at l4 without stenosis on axial views. (B)(6) 2009 mammogram no comment (B)(6) 2009 CT chest no anomalies noted (B)(6) 2012 cervical MRI sagittal t2 show disc bulging at c4, c5 and c6. Signal change is also seen within the bodies of c5 and c6. Foraminal stenosis is also found at these levels on axial views. (B)(6) 2012 thoracic MRI thoracic spine appears hyper-kyphotic. No evidence of hnp or stenosis. No fractures. Disc spaces are somewhat narrowed through apex of curve. Large anterior osteophytes are seen through the 5 or 6 vertebrae at the apex of the thoracic curve. Cannot verify stenosis on axial views. (B)(6) 2012 CT cervical severe degenerative disc disease from c4 to c7 with anterior and posterior osteophytes. Large lytic areas within the disc space of c6/7. Axial views show stenosis most pronounced at c4/5 and c5/6. Artifact from fillings and crowns obscures the upper cervical spine (B)(6) 2012 post discogram CT shows dye within disc at c4, c5, c6 and c7. Most internal disruption is seen at c7. No clear annular tear and dye leak is seen. Quality of study prevents assessment of upper disc architecture. (B)(6) 2012 CT cervical shows apparent disc replacements at c4 and c5 with acdf procedures at c6 and c7. Artifact obscures details of canal and alignment of implants. Disc replacements appear of different type with a keel in the c4 disc consistent with prodisc and the c5 disc more consistent with prestige. (B)(6) 2013 cervical spine series shows prodisc at c4, prestige hp at c5 and atlantis cervical plate from c6 to t1 with cornerstone spacers in the lower levels. Fusions appear solid on lateral view. Disc replacements remain in adequate position. Large osteophyte is seen anterior to the upper component of thec4 prodisc. (B)(6) 2013 cervical films show no interval change from (B)(6) 2013 three views left shoulder show minimal ac arthritis with normal acromio-humeral interval and wide acromial hook. Left thorax appear normal. (B)(6) 2013 mammogram screening no comment (B)(6) 2013 MRI cervical defective disc (B)(6) 2013 MRI cervical defective disc (B)(6) 2009 mammogram no comment (B)(6) 2009 chest CT lung fields and heart appear normal. Thoracic spine shows no deformity or degenerative change. (B)(6) 2013 cervical MRI sagittal views show metallic artifact from about c3/4 to c6/7. This obscures the neural canal detail and the entire anterior and middle columns. Axial views also suffer from artifact. I appears there is considerable canal narrowing however in the c5 region with cord flattening. Details cannot be verified. (B)(6) 2013 MRI cervical this study suffers the same distortion as seen on (B)(6) 2013. No significant detail can be seen in the region from c4 to c7. It is clear that metallic implant is in place however details of this are not discernable. (B)(6) 2013 mammogram screening no comment.

Event description:
It was reported that on (B)(6) 2006: the patient presented for a follow up visit with severe pain and soreness. The patient's condition is somewhat worse due to an acute flare-up of a chronic condition. On (B)(6) 2006: the patient presented with a complaint of pain and soreness of the upper back and mid back to the left; to the right. The patient described the problem as moderate and constant. The symptoms are exacerbated by performing normal tasks at work, twisting and turning of the neck and exercising and working out. The doctor's assessment is that the patient suffers from subluxation on (B)(6) 2008, (B)(6) 2009: the patient complained of discomfort, headaches, pain of upper back, neck and left hip , the doctor's assessment was that the patient suffers from subluxation of the cervical spine and the condition was worse due to an acute flare-up multiple cystic lesions in the left lobe of the thyroid. Two cysts in the isthmus. Assessment: 1. History of herniated nucleus pulposus and stenosis at c7-t1. 2. Left c8 radiculitis with myelopathy. 3. Thyroid cyst on (B)(6) 2014: the patient presented with decreased abduction and flexion strength of her fifth digit. The patient complained of cervical pain and thoracic pain. Assessment: spinal stenosis and cervical radiculopathy. On (B)(6) 2014: the patient had c7-t1 epidural steroid injection, left paracentral. No patient complications were noted. On (B)(6) 2014: the patient presented with decreased sensation to pinprick in a left c8 nerve root distribution. She also had decreased abduction and flexion strength of her fifth digit. On (B)(6) 2012: the patient presented for neurological presentation. The patient complained of neck pain, which radiates down to left upper extremity to the fifth digit. The patient underwent x-rays of the cervical spine. Impression: 1. Diffuse cervical spondylosis c4 through c7, worse at c5-6 and c6-7. 2. Probable cervical instability c4-5. The patient presented with pre-op diagnoses of cervical discogenic pain; cervical radiculitis; cervical internal disk disruption. The patient underwent provocative cervical discography: injection procedure for cervical discography, at c4-5; injection procedure for cervical discography, at c5-6; injection procedure for cervical discography, at c6-7; injection procedure for cervical discography at c7-t1; supervision interpretation of cervical discography at c4-5; supervision interpretation of cervical discography at c5-6; supervision interpretation of cervical discography at c6-7; supervision interpretation of cervical discography at c7-t1. No patient c omplications were reported. The patient presented for consultation and office visit. Impression: cervical discography at c4-5, c5-6, c6-7 and c7-1. On 24 may 2012, per billing records, the patent presented for a mammogram. Findings: benign. Conclusion: findings appear to reflect prior reduction mammoplasty changes. No specific mammographic features of malignancy on 13 june 2012 the patient underwent a thyroid ultrasound which showed a right lobe cystic lesion. Impression: 1. Multiple bilateral thyroid nodules, the majority of which have features of colloid lesions. 2. The dominant left 2.6cm lesion has only minimal peripheral vascularity and is particularly cystic. 3. Hypervascular right thyroid hypoechoic nodule could also be small colloid lesion. A follicular lesion could also have this appearance (B)(6) 2012 : the patient underwent x-rays of the cervical spine. Findings: the examination demonstrates a needle projecting over the c7 vertebral body. Subsequent images demonstrate anterior fusion of the lower cervical spine as well as placement of disc prosthesis. On (B)(6) 2012: the patient presented with pre-operative diagnosis of right vocal cord immobility and underwent the following procedure: injection of 0.8 cc of radiesse voice gel into the right vocal fold. Complex pharyngeal and speech evaluation, fiberoptic cinelaryngoscopy, anatomic and perceptual evaluation of laryngeal function and speech with injection of radiesse voice gel. No patient complications were noted. On (B)(6) 2012, the patient presented with thyroid nodules and underwent an ultrasound guided thyroid nodule fine needle aspiration (bilateral). Diagnoses: 1. Right thyroid nodule, fine needle aspiration - most consistent with adenomatoid nodule. 2. Left thyroid nodule, fine needle aspiration - most consistent with adenomatoid nodule with cystic degeneration. On (B)(6) 2013: the patient reported of decreased soreness and stiffness with last treatment. On (B)(6) 2013: the patient reported having stiffness in neck on (B)(6) 2013: the patient reported of having stiffness in neck, left hand tingling and constant 4/5 digit numbness on (B)(6) 2013 the patient reportedly underwent an independent medical examination. Impression: 1. Left c8 radiculopathy. 2. Diffuse cervical spondylosis. 3. Diffuse cervical spinal stenosis. 4. Status post anterior discectomy and interbody fusion with peek cage and bone morphogenic protein and plating through t1. 5. Status post cervical disk replacement surgery c4-5 with a prodisc-c and c5-6 with the prestige. On (B)(6) 2013 the patient underwent various labs. The patient complained of neck and arm pain. Diagnoses: cervical spondylosis, cer vical - ddd painful, cervical -post laminectomy syndrome, cervical- stenosis spinal, arthrodesis- status, cervical- facet syndrome, cerv disc dis w myelopat, cervical sprain/strain, cervical hnp w/o myelopathy. On (B)(6) 2013: the patient presented with left arm pain and weakness. The patient also reported with continued discomfort and numbness. On (B)(6) 2013 the patient presented with chest pain (mid sternum at side), neck and arm pain. The patient complained of persistent paresthesias in the left upper extremity that is worsened with activity and somewhat with head position. Diagnoses: cervical spondylosis, cervical - ddd painful, cervical -post laminectomy syndrome, cervical- stenosis spinal, arthrodesis- status, cervical- facet syndrome, cerv disc dis w myelopat, cervical sprain/strain, cervical hnp w/o myelopathy. On (B)(6) 2013 the patient presented with chronic neck and persistent left upper extremity paresthesias in the c5-1 distribution. Surgical foraminotomies were discussed. Diagnoses: cervical spondylosis, cervical - ddd painful, cervical -post laminectomy syndrome, cervical- stenosis spinal, arthrodesis- status, cervical- facet syndrome, cerv disc dis w myelopat. On (B)(6) 2013: the patient presented for a pre-operative clearance. Assessment: 1. Thyroid nodule 2. Abnormal electrocardiogram. 3. Weakness. 4. Cervical radiculopathy. On (B)(6) 2013 the patient presented with chronic left upper paresthesias and neck pain. Per the encounter notes the patient had re current foraminal narrowing bilaterally across fusion site and narrowing across prior disc replacements as well. Surgery was scheduled. The patient has radiating pain to her periscapular area bilaterally. Diagnoses: cervical spondylosis, cervical hnp w/o myelopat hy, cervical - ddd painful, cervical -post laminectomy syndrome, cervical- stenosis spinal. On (B)(6) 2013 the patient presented with some left side neck pain and left upper extremity symptoms radiating into the left hand. Ap and lateral views of the cervical spine were obtained and it demonstrated multilevel cervical fusion with the screw placement from c4-t1. There is no evidence of hardware failure or loosening. There is evidence of a foraminotomy on the left at c7 and t1. There is no evidence of an echo genic fracture or instability. On (B)(6) 2013 the patient presented with neck pain and left upper extremity pain and parenthesis. The patient complained of periscapular trapezial pain and paresthesias that radiate down the left lower extremity in a c7-c8 dermatomal distribution on the side of her foraminotomy. Diagnosis: post laminectomy syndrome. MRI of the cervical spine demonstrated significant metal artifact from the disc replacements. However, foramen is visualized at c6-7 and c7-t1 on the left, and appears significantly more open compared to preoperative. On (B)(6) 2013 the patient presented with left shoulder pain, some left upper extremity discomfort, neck pain and parenthesis the patient reported persistent numbness in the ulnar side of the left forearm and hand as well as generalized achiness and some radicular pain into the arm. Shoulder x-rays showed no fracture or significant degradation. Per the encounter notes the pain and discomfort seemed more related to the neurogenic pain and radiculitis than shoulder. Diagnosis: 1. Joint pain shoulder 2. Hnp w/o myelopathy. On (B)(6) 2013, the patient underwent hysteroscopic polypectomy due to pre-op diagnosis of endometrial polyp. The hysteroscopy revealed a 1.0 cm left fundal endometrial polyp with an otherwise normal endometrial cavity and bilateral normal appearing tubal ostia and endocervical canal. On (B)(6) 2013 the patient presented with significant paresthesias involving the left upper extremity and the status of: temporally disabled. Also the patient complained of significant parascapular pain with limited range of motion of her neck, headaches and paresthesias in the left upper extremity that radiate into the ulnar two digits on (B)(6) 2013: the patient reported that her right hand goes numb if it was raised above her head for to long. On (B)(6) 2013: the patient presented for evaluation of thoracic outlet syndrome. The patient also complained of tenderness on the scapular region. She also has claw/spasm on the left side. Impression: the symptoms and the findings from physical examination are compatible with thoracic outlet syndrome. On (B)(6) 2013: the patient reported that her left hand numbness was constant and that her back left quadrant was in constant pain. Getting cramping in the left hand and at times difficult to release from gripping. On (B)(6) 2013: the patient underwent independent medical reexamination. The patient complained of left arm pain, weakness, inability to concentrate, double or blurred vision, anxiety, depression and some difficulty in her balance. Impression: 1. Failed neck surgery syndrome. 2. Chronic left c8 radiculopathy. 3. Rule out thoracic outlet syndrome on the left. (B)(6) 2013: the patient presented for evaluation of thoracic outlet syndrome. On (B)(6) 2014 as per billing records, patient underwent needle emg, each extremity, with ncs, complete; 3-4 nerve conduction studies; 5-6 nerve conduction studies. On (B)(6) 2014 the patient reportedly presented with thoracic outlet syndrome and underwent a left anterior scalene muscle block which offered some relief from symptoms. On (B)(6) 2014 the patient underwent electro diagnostic testing. Impression:left-sided median neuropathy with mild axonal ulnar neur opathy at elbow; moderate chronic c6-7 radiculopathy with some nerve root acute irritation. The patient presented with left arm redicilopy. Impression: left sided median neuropathy with mild axonal ulnar neuropathy at elbow; moderate chronic c6-7 radiculopathy with some nerve root acute irritation. On (B)(6) 2014 the patient underwent ultrasoudn guidance for anatomical position and confirmation of needle location. Impression: left thoracic outlet syndrome on (B)(6) 2014: the patient presented with pre-operative diagnoses of thoracic outlet syndrome, cervical dystonia. The patient underwent an epidural injection due to neck, arm numbness and pain. No patient complications were noted. On (B)(6) 2014: the patient presented for treatment evaluation. Assessment: 1. Thoracic outlet syndrome. 2. Cervical radiculopathy left c8/t12. 3. Post laminectomy syndrome. On (B)(6) 2014: per billing records, the patient underwent ultrasound procedure. On (B)(6) 2014: per billing records, the patient underwent dry needleing procedure. On (B)(6) 2014: the patient presented with pre-operative diagnoses of cervical radiculopathy, degenerative disc disease-cervical spine and underwent c7-t1 interlaminar epidural injection with catheter advancement to c5-c6. No patient complications were noted. On (B)(6) 2014: the patient underwent MRI of the shoulder compared to the CT study from (B)(6) 2012. Impression: this non contrast MRI of the left shoulder with saturation demonstrates apparent mild t2 hyperintensity and mildly increased caliber of the left c8 cervical nerve extending from the level of the medial scalene border extending thorough the left lower trunk and anterior division. Mild focal kinking and angulation of the left c8 nerve is suggested at the left lateral scalene border raising the possibility of impingement at this location. The cross-sectional contour the left anterior scalene muscle somewhat larger than the right but no muscle edema is seen.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2007 the patient with a history of hyperlipidemia presented for meds refill and complained of pain. The patient also complained of fatigue, back pain, joint pain, muscle cramps, muscle weakness, stiffness, arthritis, jaw pain, weakness and parasthesias. Assessment: arthralgia, muscle spasm, hyperlipidemia, irritable bowel syndrome, back pain lumbar chronic, neck pain, lesion non allopathic head region, cervical somatic dysfunction, lesion non allopathic rib cage. (B)(6) 2007 the patient presented with the complaint of pain and swelling in the second digit of the right hand over the prox. Phalanx. Also have multiple subdermal cactus needles that are also causing some redness and swelling of medial hand. She also complained of joint pain, joint swelling and stiffness. On examination, there were right mcp prox phalanx pain tenderness and swelling. Assessment: finger pain; effusion; insect bite. (B)(6) 2007 the patient presented in clinic and blood work was assessed. Assessment: hyperlipidemia, stable. (B)(6) 2010 the patient presented with the complaints of left eye injury poked eye with make up wand. The patient reported the following symptoms: blurred vision, discharge watery, eye discomfort, irritation. She also complained of occasional itching in both eyes. Diagnosis: injury, abrasion, corneal, superficial, ou. (B)(6) 2010 the patient presented for follow up on corneal abrasion os. Location is left eye. Severity was described as moderate. Diagnosis: injury, abrasion, corneal, superficial, ou. (B)(6) 2010 the patient presented for follow up on corneal abrasion. Location is left eye. Severity was described as mild. Patient reported some sensation on eyes. Diagnoses: corneal, keratitis, superficial punctate os; myopia. (B)(6) 2013 the patient presented for evaluation of (eye health) infection. The patient described the following symptoms: pain, itching, burn, watering, discharge, swelling and blurred vision. Diagnosis: hordeolum externum os, severe. On (B)(6) 2013, per billing records, the patient presented with cervicalgia and underwent an imaging study. The patient was admitted to the ER due to her eye infection. Diagnosis: cellulitis. (B)(6) 2013 the patient presented for evaluation of (eye health) hordeolum externum os. The patient described the following symptoms: red eye; tired and blurred vision. Diagnoses: hordeolum externum os; orbital cellulitis os. (B)(6) 2014 the patient presented with the chief complaint of rash. There were multiple red bumps on face and otc calming lotion was given to patient. Diagnoses: acne; bacterial infection; sebaceous cyst; degenerative skin disorders. (B)(6) 2014 the patient presented with the diagnosis of sebaceous cyst and underwent cyst/b12 injection procedure. (B)(6) 2014 the patient presented for follow up on staph infection and complained of acne. There were cystic pimples on face. Patient developed yeast infection from antibiotics. Assessment: acne; bacterial infection. (B)(6) 2014 the patient presented for mole check and complained of acne. Assessment: benign neo skin total body, right arm; acne face. (B)(6) 2014: the patient complained of following symptoms: 1. Left brachial plexus injury. 2. Left arm pain- radiculopathy. 3. Left thoracic outlet syndrome. 4. Upper/mid thoracic spinal pain, around t1 and t3 area and muscle spasms, constant, moderate and varying throughout the day. 5. Spinal fusion/compression at c4-t1 and 2 artificial discs at c4-c6. 6. Right shoulder very high. 7. C1-c2 pain left. Diagnosis: cervical sprain/strain; brachial neuritis/radiculitis; thoracic sprain/strain. The patient also underwent for cmt 3-4 regions.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 mammogram and r breast ultrasound. No comment (B)(6) 2009 CT chest no comment. Report not provided. On (B)(6) 2013 MRI cervical spine postoperative MRI details of canal and foramen at mid and lower cervical levels are obscured by artifact from artificial disc, anterior cervical plate. Above c3, and below t1 canal appears patent. On (B)(6) 2013 MRI cervical spine artifact still present, no gross change from (B)(6) study (B)(6) 2013 mammogram no comment (B)(6) 2012 MRI cervical spine multilevel degenerative changes at c 4-5, c5-6, c6-7, worst level is at c5-6, with paracentral disc protrusion. Probably some mild ventral cord impingement at other levels. Overall cervical lordosis is preserved. On (B)(6) 2012 MRI thoracic spine no gross abnormality (B)(6) 2012 cervical spine x-ray unable to open cd (B)(6) 2012 c spine CT discogram contrast present c4-5, c5-6, c6-7, c7-t1 disc spaces. Shows cervical degenerative disease, small amount of air in ventral epidural space. No clinical correlation provided. Disc osteophyte complex r c5-6, c6-7, l c6-7 pre op (B)(6) 2012 CT cervical spine without contrast 6 month post-operative imaging shows good hardware positioning at c4-5, c5-6 with artificial disc replacements. Solid bony fusion is present at c6-7, c7-t1. There appears to be good bony decompression of the foramen at c4-5, c5-6, c6-7, bilaterally. C7-t1 foramen is congenitally small. Comparisons between the pre-op CT discogram and post op CT are somewhat difficult because the pre-op study was reformatted at oblique angles on the disc provided. There probably is a disc osteophyte present at c7-t1 l. There does not appear to be any heterotopic bony formation (B)(6) 2014 MRI brachial plexus. No report provided. Plexus obscured by metallic artifact proximally, no mass lesion present. On (B)(6) 2015 cervical spine myelogram. Sagittal reconstructions do not extend to lower cervical spine. Foramen appear patent on left on axial cuts. May be some right foraminal stenosis c7-t1, c6-7. Canal patent. Summary: patient underwent extensive anterior cervical decompression and stabilization with motion preserving devices (prodisc/prestige) at the upper cervical levels and decompression/fusion at the lower cervical (c6-7), and cervico-thoracic junction (c7-t1). By report infuse was used in the anterior interbody spaces at the fused levels. No immediate post op films are provided to show the soft tissue structures of the neck at the point of the first related complication (neck swelling, swallowing difficulties, vocal cord paralysis). These are complications that could arise either as a result of the extensive dissection needed to perform this procedure, or as a complication of infuse. Off label use in the neck was performed in this procedure which occurred past the (B)(6) 2008 FDA warning regarding edema and damage to neurological, airway, and gi structures in the anterior cervical spine. There do not appear to be any hardware complications, with fusion occurring at both c6-7 and c7-t1. The structure and function of the disc replacement devices also appears satisfactory at long term follow up. There is no spinal cord compression present on the last myelogram on (B)(6) 2015, no further details of the left upper extremity monoparesis are provided to correlate it with the c7-t1 foraminal stenosis. It would be unlikely for a c8 radiculopathy to cause a paresis of the entire arm. Recommend obtaining MRI report for the brachial plexus MRI and emg/ncv results if performed. Root cause: surgical technique related.

Event description:
On (B)(6) 2013, the patient presented with pre-op diagnosis of dysfunctional uterine bleeding. On (B)(6) 2013 the presented with a pre-operative diagnoses of infertility and bilateral follicular ovarian cysts and underwent transvaginal ultrasound aspiration of bilateral follicular ovarian cysts. On (B)(6) 2015 the presented with a pre-operative diagnoses of infertility and bilateral follicular ovarian cysts and underwent transvaginal ultrasound aspiration of bilateral follicular ovarian cysts, which revealed a normal appearing myometrium with trilaminar 9mm endometrium and approximately one and half to 2cm follicular cystic structures per side which were aspirated of their fluid contents and submitted to the laboratory. The procedure went well and no patient complications were noted. On (B)(6) 2015 the patient presented with a history of suffering with herniated discs and left arm pain post an accident. The patient reported that she was still suffering from the pain. On (B)(6) 2012 the patient reportedly underwent a thyroid ultrasound which demonstrated bilateral cystic lesions. There was 1.1 cm lesion in the right thyroid lobe that was heterogeneous in appearance. Multiple cystic lesions in the left lobe of the thyroid. Two cysts in the isthmus. Impression: cystic lesions in the right lobe of the thyroid. Heterogeneous lesion in the right lobe of the thyroid. Multiple cystic lesions in the left lobe of the thyroid. Two cysts in the isthmus. S. Correlation with thyroid scan and uptake was suggested. On (B)(6) 2012: the patient presented with cervical pain. She complained of neck pain, which radiated down her left upper extremity to the fifth digit. She also complained of significant numbness and tingling sensations in the same distribution. The patient described the pain as frequent, burning, aching, and stabbing. She had pain between shoulder blades which was frequent, burning and aching. Pain in the left arm was described as constant burning and aching. The pain was worsened by neck motion (left), bending, twisting, turning (left), lifting and moving arm (left). There was loss of hand dexterity, muscle weakness in left hand, numbness in left arm and left hand. The pain radiated from back around chest wall and was burning and stabbing. The pain also radiated across buttock and down the right leg. The pain was worsened by sitting. Assessment: spinal stenosis, cervical; cervical radiculopathy. On (B)(6) 2012: the patient underwent the following procedure: c7-t1 epidural steroid injection, left paracentral. There were no complications including no motor or sensory deficits. On (B)(6) 2012: the patient presented for an office visit due to following problems: pregnancy examination or test negative result, spinal stenosis, cervical; cervical radiculopathy. On (B)(6) 2012: the patient called up to request muscle relaxer for use at night due to muscle spasm. Flexeril was added to medication. On (B)(6) 2012: the patient called up with a complaint of post-op pain. On (B)(6) 2012 the patient presented with left c8 radiculopathy, decreased abduction, and flexion strength of her fifth digit. The patient complained of cervical pain. MRI of the cervical spine showed spondylosis at c5-6-7 with moderate spinal stenosis and effacement of the csf space. The patient also has foraminal stenosis at the left c7-t1. Review of systems showed cervical and thoracic pain, numbness, pain, tingling and weakness in left arm. Assessment: apart from abovementioned problems, the patient also had decreased sensation to pinprick in a left c8 nerve root distribution, moderate spinal stenosis and spondylosis at c5-6-7. The patient underwent x-ray of cervical spine, minimum 4 views due to cervical radiculopathy. Impression: mild disc space narrowing and endplate sclerosis consistent with degenerative disc disease was seen at c5-c6 and c6-c7. There was mild c4-05 anterolisthesis. The alignment was otherwise normal. There were no fractures or prevertebral soft tissue swelling. No evidence for translational instability found. On (B)(6) 2013, the patient underwent left posterior foraminotomy. On (B)(6) 2014, the patient presented with complaints of pain in the left side of her neck radiating down her left arm to the left scapula, ulnar border of the left forearm to the ring and pinky finger of the left hand. This was associated with a sense of weakness of grip and the pain was relatively constant. Review of symptoms was notable for headache, muscle wasting, muscle cramping, depression, sleep disturbance and fatigue. Sensation was also decreased over the left hand and over the ulnar border of the left forearm and ulnar 2 fingers. Tenderness was noted over the left brachial plexus. Impression: brachial plexus lesion post-traumatic versus possible thoracic outlet symptoms. On (B)(6) 2014, the patient presented with symptoms down the left arm to be pinky along with the increased weakness of grip. Previous MRI scan of the left brachial plexus was reviewed which revealed an area that appeared to be compressed consistent with the c8 nerve root, and it appeared almost as if there was some type of scar tissue causing a kinking of the nerve roots. Impression: left brachial plexus impingement. On (B)(6) 2014, the patient presented with left upper extremity symptoms ranging from her neck, shoulders, forearm, wrist with nerve pain from her left arm down to her fingertips. She had severe loss of strength. The symptoms were reported to be getting progressively worse. Diagnosis: multiple cervical spine injury with residual with beginning of symptoms involving her lower trunk, largely sensory component. On (B)(6) 2015, the patient presented with left upper extremity symptoms, from neck to fingertips. The patient reported to have pain on left side. Previous electrodiagnostic studies revealed evidence of c8-t1 radiculopathy on the left. The patient also had numbness and tingling in her ring and small finger consistent with c8-t1.

Event description:
Per medical records it was reported that on (B)(6) 2012 the patient presented with left c8 radiculopathy and decreased abduction and flexion strength of her fifth digit. Her MRI showed severe left sided neutral foraminal stenosis at c7- t1. On (B)(6) 2013: the patient presented with complaint of neck and arm pain stemming from a go cart accident in (B)(6) 2012. Patient presented with pew-operative diagnosis as: cervical post-laminectomy syndrome; cervical ddd, heterotopic ossification of bone; cervical radiculopathy neuritis; cervical spinal stenosis; complication hardware cervical spine. The patient underwent following procedures: cervical foraminotomy with decompression existing nerve root c7 and t1; central decompression spinal cord cervical spine c6, c7, t1; application and removal of gardner wells tongs or mayfield device; use of intra-operative fluoroscopy professional component. Impressions: chronic neck pain and left arm radiculopathy/cervical post laminectomy syndrome post-op day zero, cervical foraminotomy c7, t1 and cervical decompression c6-t1; anxiety; insomnia; post-operative pain. On (B)(6) 2014 the patient presented with left inner ear pain. She also reported tenderness, ear infection, fatigue/weakness and sweating. Associated symptoms include dizziness. She complained of feeling fullness and pressure in the left ear. Assessment: middle ear infection; the patient had ther/prop/diag injection. On (B)(6) 2014: patient presented for follow up. Per patient, there was significant numbness and weakness in fingers. Musculoskeletal review revealed moderate tenderness on palpation of the cervical paraspinal musculature at c4 to c7 level. Bilateral toes were down going. Assessment: status post cervical fusion; neck injury; failed fusion; arm pain. On (B)(6) 2012: somatosensory evoked potentials (sseps) were recorded to monitor the integrity of the somatosensory pathway and upper extremity free running electromyography (emg) was performed to monitor the integrity of the motor system and for nerve/root irritability. Train-of-four neuromuscular junction (t04) testing was performed to verify the validity of monitoring procedures dependent upon active motor neuronal firing, such as emg and mep monitoring and/or pedicle stimulation. Impression: this intraoperative monitoring study was unremarkable. On (B)(6) 2010 patient presented with complaints of chronic back pain and soft tissue restrictions on the right and symptoms congruent with right cervicalgia. Assessment: pain/spasm; rom deficits of the c/s; restrictions in joint mobility at the lower c/s; impaired soft tissue mobility; decreased flexibility; impaired muscle performance strength of c/s stabilizers; impaired posture/ body mechanics. On (B)(6) 2010 patient reports an overactive ut and scalenes. Physical therapy was performed. On (B)(6) 2010 patient states right levator was esp sore tight. On (B)(6) 2010 patient saw her chiro who manipulated her a-a joint and c2-3 joint. Patient was feeling some pinching in her lower c/s. In (B)(6) 2010 patient presented for follow-up and complained that she had some slight tingling down her left arm. It was reported that on (B)(6) 2012: the patient sustained an injury from a go car accident. The patient underwent post-operative imaging with an MRI and a CT scan. Impressions: impressions: failed back syndrome; chronic c8 radiculopathy; brachial plexopathy, lower trunk; thoracic outlet syndrome. On (B)(6) 2012 the patient presented with complaint of significant nerve pain radiating down her left arm and numbness/tingling staring in left hand. On (B)(6) 2012 the patient visited family doctor with complaint of pain at the base of the neck and down left arm, hand numb/tingling. On (B)(6) 2012: the patient presented with complaints of intractable neck, left trapezius, and left upper extremity pain. On (B)(6) 2012 patient presented for post-op visit. Patient had hard mass/ swelling in neck. Voice worsened and was eventually gone. On (B)(6) 2013 patient presented with left shoulder/hand pain radiculopathy, numbness ulnar and upper back pain. On (B)(6) 2014 the patient presented for re evaluation for treatment options to symptom complaints. The patient had a syncopal episode yesterday. Assessment: thoracic outlet syndrome cervical radiculopathy left c8/t1. On (B)(6) 2015 the patient presented with a history of go cart accident (in (B)(6) 2012) and subsequent cervical spine surgeries. The patient has had pain down the left upper extremity, weakness of the left hand and numbness in the left 4th and 5th digits. The patient underwent emg for evaluation of lower trunk brachial plexopathy. Impression: abnormal study. There is electrophysiologic evidence consistent with chronic c8/t1 radiculopathy on the left. There is no electrophysiologic evidence of a brachial plexopathy (specifically a lower trunk plexopathy), or a median or ulnar neuropathy of the left upper extremity. On (B)(6) 2015 patient underwent myelogram and a post-myelogram CT scan. Findings: status post anterior cervical disc replacement at c4-5 and c5-6; status post anterior interbody fusion c6 through t1; status post foraminotomy c7-t1; at c7-t1, there still remains neural foraminal narrowing on the left, however left c8 nerve root exit without being impinged upon; the fusion appears to be solid; moderate foraminal narrowing on the left and mild on the right at c5-6 and mild at c6-7. Impression: the c8 root seemed to fill, but there still was persistent moderate foraminal stenosis on the left at c7-t1. The fusions appeared to be solid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 patient presented with complaints of chronic back pain and soft tissue restrictions on the right and symptoms congruent with right cervicalgia. Assessment: pain/spasm; rom deficits of the c/s; restrictions in joint mobility at the lower c/s; impaired soft tissue mobility; decreased flexibility; impaired muscle performance strength of c/s stabilizers; impaired posture/ body mechanics. (B)(6) 2010 patient reports an overactive ut and scalenes. Physical therapy was performed. (B)(6) and (B)(6) 2010 patient states right levator was esp sore tight. (B)(6) 2010 patient saw her chiro who manipulated her a-a joint and c2-3 joint. Patient was feeling some pinching in her lower c/s. (B)(6) 2010 patient presented for follow-up and complained that she had some slight tingling down her left arm. (B)(6) -2012: the patient sustained an injury from a go car accident. The patient underwent post-operative imaging with an MRI and a CT scan. (B)(6) 2012 the patient presented with complaint of significant nerve pain radiating down her left arm and numbness/tingling staring in left hand. (B)(6) 2012 the patient visited family doctor with complaint of pain at the base of the neck and down left arm, hand numb/tingling. (B)(6)-2012: the patient presented with complaints of intractable neck, left trapezius, and left upper extremity pain. On (B)(6) 2012 patient presented for post-op visit. Patient had hard mass/ swelling in neck. Voice worsened and was eventually gone. (B)(6) 2013 patient presented with left shoulder/hand pain radiculopathy, numbness ulnar and upper back pain. (B)(6) 2014 the patient presented for re evaluation for treatment options to symptom complaints. The patient had a syncopal episode yesterday. Assessment: 1. Thoracic outlet syndrome 2. Cervical radiculopathy left c8/t1. (B)(6) 2015 the patient presented with a history of go kart accident (in (B)(6) 2012) and subsequent cervical spine surgeries. The patient has had pain down the left upper extremity, weakness of the left hand and numbness in the left 4th and 5th digits. The patient underwent emg for evaluation of lower trunk brachial plexopathy. (B)(6) 2015 patient underwent myelogram and a post-myelogram CT scan. Findings: status post anterior cervical disc replacement at c4-5 and c5-6; status post anterior interbody fusion c6 through t1; status post foraminotomy c7-t1; at c7-t1, there still remains neural foraminal narroeing on the left, however left c8 nerve root exit without being impinged upon; the fusion appears to be solid; moderate foraminal narrowing on the left and mild on the right at c5-6 and mild at c6-7. (B)(6) 2011 the patient presented with the diagnosis of palpitations and underwent heart monitor service. Preliminary findings: sinus rhythm, artifact transmission. (B)(6) 2015 the patient presented with thrombocytopenia. Platelets were noted to be low and therefore the patient presented for further evaluation. (B)(6) 2003: the patient presented for evaluation of a chest pain syndrome. (B)(6) 2003: the patient underwent stress electro cardiogram test. (B)(6) 2009: a complete 2-dim-mode/doppler examination was performed using standard lab protocols. (B)(6) 2009: the patient presents with tow types of chest pain. She has had one type of chest pain which feels like an ache right at the insertion of her ribs into her sternum. She has also had sporadic episodes of a couple seconds of electrical type chest pain in her left chest. Ibuprofen 800 mg three times a day was suggested. (B)(6) 2012: the patient presented with complaint of cervical pain. She complains of neck pain, which radiates down her left upper extremity to the fifth digit. She complains of significant numbness and tingling sensations in the same distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012: the patient presented with post-op cervical surgery complications of neck pain, left fingers numb/ right foot pain. Diagnosis: massage. (B)(6) 2014, (B)(6) 2014 the patient presented with tos (thoracic outlet syndrome). (B)(6) 2014 the patient presented for office visit with left brachial plexus injury. (B)(6) 2015 the patient presented with complaints of arm pain. (B)(6) 2015 the patient presented with tos (thoracic outlet syndrome). (B)(6) 2015 the patient underwent CT myelogram with intrathecal contrast due to upper extremity pain with radiculopathy. The patient underwent fluoroscopic myelogram cervical with intrathecal contrast due to upper extremity pain with radiculopathy. (B)(6) 2015 the patient presented with complaints of right upper extremity numbness and tingling. Emg showed c8-t1 radiculopathy. The patient had left-sided radiculopathy, left upper extremity numbness and tingling. The patient also complained of burning the right side. (B)(6) 2013: patient presented for evaluation of redness to the left eye and left eye swelling for the last two days to the point where it was swollen shut. Patient reported some nausea. Surrounding paranasal sinuses are clear. Discharge diagnosis: peri-orbital cellulitis. Patient underwent CT maxillofacial with contrast. (B)(6) 2013, the patient presented with pre-op diagnosis of dysfunctional uterine bleeding. (B)(6) 2013 the presented with a pre-operative diagnoses of infertility and bilateral follicular ovarian cysts and underwent transvaginal ultrasound aspiration of bilateral follicular ovarian cysts (B)(6) 2015 the presented with a pre-operative diagnoses of infertility and bilateral follicular ovarian cysts and underwent transvaginal ultrasound aspiration of bilateral follicular ovarian cysts, which revealed a normal appearing myometrium with trilaminar 9mm endometrium and approximately one and half to 2cm follicular cystic structures per side which sere aspirated of their fluid contents and submitted to the laboratory. The procedure went well and no patient complications were noted. (B)(6) 2015 the patient presented with a history of suffering with herniated discs and left arm pain post an accident. The patient reported that she was still suffering from the pain. (B)(6) 2011: patient presented with complaint of biting a bug patient's right thigh. Patient experienced discomfort and itchy. Patient reported lesions right thigh and nasal congestion. (B)(6) 2011; (B)(6) 2011: the patient presented for follow-up. Patient explained that her neck is sharp with motion, burning, dull and still that her mid thoracic spine is burning, stiff, diffuse and sharp. The patient stated that her right side of her upper back is sharp, diffuse, achy, burning and stiff. Observation of the patient revealed decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation and right rotation. The patient presented with decreased thoracic left rotation, right rotation, left lateral flexion and right lateral flexion. (B)(6) 2011: the patient presented for follow-up. Observation of the patient's active range of motion revealed decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation and right rotation. Observation of the patient showed decreased thoracic left rotation, right rotation, left lateral flexion and right lateral flexion with pain. Observation of the patient showed decreased lumbar flexion with pain. I found moderate tender taut fibers were present in the patient's mid thoracic spine, right side of her upper back and neck. (B)(6) 2011: the patient presented for follow-up. Observation revealed that spasms were visualized in patient's left levator scapula, right levator scapula, left upper trapezius muscle, right upper trapezius muscle and cervical musculature. Trigger points the patients right upper trapezius muscle, left upper trapezius muscle and left cervical musculature. The patient had moderate hypertonicity over the her cervical musculature, upper trapezius muscle, right levator scapula, upper thoracic, right rhomboids, left levator scapula and left rhomboids. Noted moderate tender taut fibers over the patient's mid thoracic spine, right side of her upper back and neck. (B)(6) 2011: the patient presented for follow-up. The patient was doing better. The patient presented with decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation and right rotation. Testing of the patient's thoracic range of motion produced the result of decreased thoracic left rotation, right rotation, left lateral flexion and right lateral flexion with pain. The patient's lumbar range of motion showed decreased lumbar flexion with pain. Observation revealed that spasms were visualized in patient's left levator scapula, right levator scapula, left upper trapezius muscle, right upper trapezius muscle and cervical musculature. Trigger points the patients right upper trapezius muscle, left upper trapezius muscle and left cervical musculature. The patient had moderate hypertonicity over the her cervical musculature, upper trapezius muscle, right levator scapula, upper thoracic, right rhomboids, left levator scapula and left rhomboids. Noted moderate tender taut fibers over the patient's mid thoracic spine, right side of her upper back and neck. (B)(6) 2011; (B)(6) 2011 the patient presented for follow-up. Presented with decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation and right rotation. Testing of the patient's thoracic range of motion produced the result of decreased thoracic left rotation, right rotation, left lateral flexion and right lateral flexion with pain. The patient presented with decreased lumbar flexion with pain. The patient presented with moderate tender taut fibers over her mid thoracic spine, right side of her upper back and neck. (B)(6) 2012, (B)(6) 2012; (B)(6) 2012: the patient presented with new problem which were her right lower back and lower back. Patient stated that her neck is sharp with motion, burning, dull and stiff. The patient described her generalized headaches as achy. Patient's mid thoracic spine was described as burning, stiff, diffuse and sharp. The patient stated that her right side of her upper back is sharp, diffuse, achy, burning and stiff. The patient presented with decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation and right rotation. Observation of the patient's active range of motion revealed decreased thoracic left rotation, right rotation, left lateral flexion and right lateral flexion with pain. The patient presented with decreased lumbar flexion with pain and extension. He patient presented with moderate hypertonicity over her right levator scapula and right rhomboids and mild hypertonicity over her left rhomboids, left levator scapula, upper thoracics, upper trapezius muscle and cervical musculature. The patient had moderate tender taut fibers over her mid thoracic spine, right side of her upper back and neck. (B)(6) 2011; the patient presented for follow-up. The patient presented with decreased cervical extension with pain, left lateral flexion with pain, right lateral flexion with pain, left rotation, and right rotation. Parents thoracic range of motion showed decreased thoracic left rotation, right rotation, left lateral flexion, and right lateral flexion. The patient had hypertonicity over the her cervical musculature, upper trapezius muscle, left levator scapula, right levator scapula, left rhomboids, right rhomboids and upper thoracics. Tender taut fibers were apparent in the patient's neck, mid thoracic spine and right side of her upper back. The patient had a functionally short right leg length while in the prone position. A postural analysis was done with the patient.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2003: patient with complaint of cold, cough since 1 month, pain while chewing on left side, mild facial pain, wheezing, . On (B)(6) 2003: patient presented with chief complaint of ¿cpe¿. Patient also underwent lab tests. On (B)(6) 2003: patient presented with complaint of chest pain. On (B)(6) 2003: patient underwent lab tests. On (B)(6) 2003: patient presented for medicines. On (B)(6) 2010: patient presented with complaint of dyspepsia, dysphagia, abdominal pain, chest pain. On (B)(6) 2011: patient presented for orthopedic examination. She had pain in both her left and right cervical spine. Patient experienced local pain between her c 1 and c2 vertebral levels. The flexion of her head and neck progressively produced a pull on the patient's posterior spinous ligaments. Therefore, she has a severe subluxation, exostoses, disc lesion, sprain, or vertebral fracture. She only experienced pain on her left and right during resistive motion, indicative of a left and right muscular strain. She experienced pain on her left side with her chin approximated to her left shoulder. She also experienced pain on the right with her chin approximated to her right shoulder. This result suggests neural compression on the patient's left and right sides. She experienced an increase in her left c5 paresthesia while her left shoulder was depressed. This indicates that she has adhesions of her left cs dural sleeves, spinal nerve roots, or adjacent structures of the joint capsule of her left shoulder. Range of motion testing was done over the patient's cervical spine in six ranges of motion: flexion, extension, left rotation, right rotation, left lateral flexion, and right lateral flexion. According to the guidelines, normal cervical flexion is at least 50 degrees, and she measured 50 degrees. Normal cervical extension is considered to be at least 60 degrees, and she measured 40 degrees. Normal cervical rotation is considered to be at least 80 degrees, and she measured 55 degrees with her left and 55 with right rotation. Normal cervical lateral flexion is at least 45 degrees, and she measured 10 degrees with her left and 30 with right lateral flexion. On (B)(6) 2011,(B)(6) 2012 : patient presented for office visit. She described her neck as sharp with motion, burning, dull and stiff. (B)(6) stated that her generalized headaches are achy. Her mid thoracic spine was described as burning, stiff, diffuse and sharp. She explained that her right side of her upper back is sharp, diffuse, achy, burning and stiff. She stated that her problems continue to be aggravated when she uses a computer, is working, is traveling, is under stress, flexes, extends and sits. On (B)(6) 2012: patient presented with following preoperative and postoperative diagnoses: cervical discogenic pain; cervical radi culitis; cervical internal disk disruption. Following procedures were performed: infection procedure for cervical discography at c4-5, c5-6, c6-7, c7-t1; supervision interpretation of cervical discography at c4-5, c5-6, c6-7, c7-t1. On (B)(6) 2012: the patient underwent the following procedures: anterior cervical discectomy c4-t1,vertebrectomy decompression fusion, c6-t1 artificial disc replacement, partial vertebral corpectomy, c4-5, c5-6, c6-7, c7-t1; anterior decompression fusion spinal cord nerve roots, c4-5, c5-6, c6-7, and c7-t1; anterior antibody fusion with peek and interbody spacers with rhbmp-2/acs; anterior instrumentation with the titanium cervical plate. Intraoperative monitoring was done through somatosensory evoked potentials (sseps). On (B)(6) 2012: patient presented with complaint of neck pain, numbness in left fingers, right foot pain. On (B)(6) 2012: patient hit the wall in go cart. She had cramps, tingling, right foot pain. On (B)(6) 2012: per billing records, patient presented for office visit. She had cramps, pain, spasms (B)(6) 2012: patient presented for office visit. On (B)(6) 2013: patient presented for one on one appointments. On (B)(6) 2013: cervical disc degeneration with myelopathy, cervical disc degeneration. Patient also underwent blood tests and urine tests. On (B)(6) 2013: patient presented with admitting diagnosis of chronic pain, progressive neck and arm pain. Secondary diagnosis: post laminectomy syndrome-cervical, brachial neuritis, cervical disc degenerative, cervical spinal stenosis, cervicalgia, pain in limb, anxiety, insomnia, cervical herniated nucleus pulposis. Impression: chronic neck pain and left arm radiculopathy/cervical post laminectomy syndrome postop day zero, cervical foraminotomy c7, t1 and cervical decompression c6-t1; anxiety; insomnia; postoperative pain. Patient presented with following pre-operative and post-operative diagnosis: cervical post-laminectomy syndrome; cervical ddd; heterotopic ossification of bone; cervical radiculopathy neuritis; cervical spinal stenosis; complication hardware cervical spine. Following procedures were performed: cervical foraminotomy with decompression exiting nerve root c7; cervical foraminotomy with decompression exiting nerve root t1; central decompression spinal cord cervical spine c6; central decompression spinal cord cervical spine c7; central decompression spinal cord cervical spine t1; application and removal of gardner-wells tongs or mayfield device; use of intraoperative fluoroscopy professional component. Patient underwent fluoroscopy of ce rvical spine. On (B)(6) 2013: patient presented with complaint of pain. Impression: cervical decompression; anxiety; insomnia. Patient also underwent blood test. On (B)(6) 2013: patient presented with pre-operative and post-operative diagnosis cervical post laminectomy syndrome . On (B)(6) 2014: per billing records, the patient underwent ultrasound and therapeutic procedure. On (B)(6) 2014: per billing records, the patient underwent exam. On (B)(6) 2014: patient underwent acupuncture treatments due to left arm pain and neck and shoulder pain. On (B)(6) 2014: per billing records, patient presented for office visit. On (B)(6) 2014: patient underwent ultrasound and specimen test. On (B)(6) 2014: patient called for medicine refill. 10/22/2014: patient underwent ¿ssg¿ and ¿tt¿. On (B)(6) 2014: patietn underwent lab test.interpretation: vzv igg antibody detected. On (B)(6) 2014: patient called and left a voice mail. On (B)(6) 2015: patient presented with complaint of cough, yellow phlegm, nasal congestion and fever since 2 days. Diagnosis: flu syndrome on (B)(6) 2015: patient presented for office visit. On (B)(6) 2015: patient called. On (B)(6) 2015: per billing records, patient underwent transvaginal ultrasound. On (B)(6) 2015: per billing records, patient underwent ultrasound. On (B)(6) 2015: patient presented for ivf monitoring. On (B)(6) 2015, : per billing records, patient underwent ovulatory monitoring. On (B)(6) 2015: per billing records, patient underwent embryo freezing and biopsy. On (B)(6) 2015: patient presented for ivf follow up. On (B)(6) 2015: patient presented for office visit. On (B)(6) 2015: patient underwent follicular ultrasound

Event description:
It was reported that, on (B)(6) 2015: the patient presented for ap, lateral and flexion and extension views of cervical spine due to history of pain. Impression: postoperative changes of the cervical spine without acute osseous abnormality or translational instability. On (B)(6) 2015, assessment: cervicalgia, radiculopathy in the cervical region, spinal stenosis. Impressions: history of total disc replacement surgery at c4-c6 and acdf at c6-t1. Revision posterior foraminotomies left c6-c7, c7-t1 in 2013 (minimal relief). Chronic c8, t1 radiculopathy left side (via emg). C7-t1 residual stenosis.

Manufacturer narrative:
.

Event description:
It was reported that in (B)(6) 2012, patient was injured at a go-kart facility, when she was struck by another driver. Subsequent mris and scans of her cervical spine (neck area) revealed disc compression. Surgeon examined the patient and recommended a four-level cervical surgery (c4-05, c5-c6, c6-c7 and c7-t1), which he performed on (B)(6), 2012 using rhbmp-2/acs. Following the surgery, patient began to experience severe nerve pain radiating to her arms and was sent in for a CT-scan on (B)(6), 2012. The CT-scan revealed that she had developed ectopic bone overgrowth in her cervical spine which had grown onto her nerve channels and was impinging her nerves and causing her pain. On (B)(6),2013 a physician reviewed her CT-scans and informed her that she had ectopic bone overgrowth in her cervical spine and would need revision surgery. On (B)(6),2013, patient met with her surgeon who reviewed her (B)(6), 2012 CT-scan and recommended revision surgery and scheduled surgery for (B)(6), 2013. The revision surgery took place on (B)(6), 2013 and the ectopic bone growth was removed from the c-6 through the t-1 region. She has developed other complications as a result, including thoracic outlet syndrome, nerve inflammation and radiculitis.

Event description:
It was reported that on (B)(6) 2013 patient underwent x-ray of cervical spine. Impression: diffuse cervical spondylosis c4 through c7, worse at c5-6 and c6-7; probable cervical instability c4-5 . On (B)(6) 2014: nerve conduction was performed . Impression: symptoms are compatible with left thoracic outlet syndrome. On (B)(6) 2014 the patient was presented for office visit fro evaluation of thoracic outlet syndrome. The patient reported pain is located in the head, neck, the shoulder and the arm; numbness and tingling are located in the neck, shoulder, arm, hand, and fingers; color changes are on the left arm, hand and fingers.; cold sensation are on the left arm, hand and fingers. On (B)(6) 2014, patient underwent following procedure: c7- t1 interlaminar epidural steroid injection with catheter advancement to c5 -6; fluoroscopic guidance. Pre-op and post-op diagnosis: cervical radiculopathy; degenerative dics disease, cervical spine. No complications were reported. On (B)(6) 2015 the patient was presented for office visit. She had numbness and tingling in her ring and small finger consistent with c8-t1. On (B)(6) 2015 the patient underwent brachial plexus with neurography. Findings: there does not appear to be some increased caliber in t2 hyper intensity in left c8 nerve root from the level of the medial scalene extending through left lower trunk and anterior division. There may be some kinking at the left lateral scalene border. On (B)(6) 2015, the patient presented for psychological evaluation . On (B)(6) 2015 the patient was presented for office visit for evaluation of a persistent left c8 radiculopathy status post previous disc replacements at c4-5 and c5-6 and status post anterior fusion at c6-7 and c7-t1 and status post posterior foraminotomy at c6-7 and c7-t1 on the left side. She ahs residual formainal stenosis at c7-t1 on the left side with a positive emg finding. Impression: she has predominantly a c8 palsy with an inexplainable calwing.

Event description:
It was reported that on (B)(6) 2016: the patient presented for an office visit with chief complaints of neck pain, shoulder pain, mid back pain and lower back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015: patient presented for a follow-up visit due to neck and left arm pain. On (B)(6) 2015: patient presented for a follow-up visit due to neck, shoulder pain and radiculopathy. On (B)(6) 2015: patient presented for a follow-up visit due to neck and radiating pain. On (B)(6) 2015: patient presented with a follow-up visit due to neck, back and left shoulder pain. On (B)(6) 2016 the patient was presented for office visit with neck pain, weakness and tension. Diagnosis: neck, shoulder, arm and back pain.

Event description:
It was reported that on (B)(6) 2015, (B)(6) 2016, : patient presented for office visit with neck pain, weakness and tension. Diagnosis: neck, shoulder, arm and back pain.

Event description:
It was reported that: on (B)(6) 2008 the patient presented with the following pre-op diagnosis: lipoma of right chest. Lipodystrophy of abdomen, hips, thi ghs. The patient underwent the following surgery excision of lipoma of right chest, 4. Cm with complex repair, 3.0 cm. Liposuction of abdomen, hips, inner and outer thighs. Patient tolerated the procedure well. On (B)(6) 2013 the patient presented with complaints of excision mass right trunk, excision lesion left chest and excision lesion left upper back. On (B)(6) 2013 the patient presented with the following pre-op diagnosis: mass chest and multiple lesions. The post-op diagnosis was: mass right trunk, lesion lest chest, lesion left upper back. On (B)(6) 2013 the patient presented with the following pre-op diagnosis: recurrent lipoma, right chest; lesion, left chest, dysplastic; lesion left upper back, dysplastic. The patient underwent the following procedure: excision of lipoma, right chest; 2.8 cm with complex repair of 3. Cm; excision of lesion, left chest, 0.8 cm with complex repair of 2.3 cm; excision of lesion left upper back, 0.b cm with complex repair of 2.4 cm. The patient tolerated the procedure well.